Manufacturer narrative:
This event was previously reported to FDA on a summary report and is now being submitted on a 3500a per FDA request. Evaluation summary: post market vigilance (pmv) led an evaluation of one reload. Visual inspection of the cartridge revealed that the reload had a full staple complement. The reload was loaded into a pmv representative instrument for functional testing. The reload applied to test media with proper transection and staple formation. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter: there was a problem loading the device. The staple cover was found loose and unable to be connected to the stapler. A component of the device broke off, the stapler cartridge out of the shell.